Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause for the radicular pain is user error; improper implant size selection, using too long of an implant or installing the implant too deep. Implant model, lot number, manufacture date, expiration date and gtin: ifuse-3d implant, p/n 7065m-100, lot# 2641581, mfd. 12 jun 18, exp. 2023-06-12, gtin (B)(4). Ifuse-3d implant, p/n 7060m-100, lot# 9009391, mfd. 11 jun 19, exp. 2024-06-11, gtin (B)(4). Ifuse-3d implant, p/n 7050m-100, lot# 2691891, mfd. 12 jul 19, exp. 2024-07-12, gtin (B)(4). Ifuse-3d implant, p/n 7045m-100, lot# 2694501, mfd. 12 oct 19, exp. 2024-10-12, gtin 0(B)(4)

Event description:
The patient had bilateral side si joint arthrodesis in (B)(6) 2020 where two implants were installed on each side. The patient later reported to a different surgeon with complaints of radicular right leg pain. Imaging did not show lucency around the implants or that any implants were impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all implants from both sides using chisels as they were all solidly fixed in bone. No other hardware was added. The status of the patient following the revision procedure is unknown.